Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call power error detected alarm on the insulin pump. The patient's blood glucose level was 156 mg/dl. Troubleshooting for power error detected alarm was performed. The caller advised the issue recurred within 4 hours after troubleshooting the device. The issue remained unresolved and happened during normal use. The caller was advised to discontinue use of the device and revert to a backup plan. The caller was advised that the device would be replaced and agreed to return the product for analysis.